Event description:
It was reported that the customer was admitted to the emergency department. Reportedly, the customer went to the hospital for assistance with changing the pump's settings. At the time of the event, blood glucose level was below 15 mmol/l. The suspected cause of bg level was reported to be due to the customer not entering carbohydrates correctly. No issues with the cartridge, infusion set tubing, infusion set cannula or insulin were identified at the time of the event. The customer was released the following day with a stable bg of 270-271 mg/dl. No additional information was provided pertaining to the treatment received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.